Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the consumer is refusing to do so.

Event description:
A consumer stated that he had allegedly received second degree burns on his lower back while using a heating pad. He indicated that medical attention was sought at an emergency room on the following day for the injuries. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing, but the consumer has refused to do so.